Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to verify unresponsive keypad anomaly, failed battery test, perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
Information received by medtronic indicated that keypad of insulin pump was unresponsive. Customer stated that the numbers were ramping on their own and scroll bar was not moving with no input. Customer stated that the insulin pump was neither dropped nor exposed to moisture and was not exposed to change in altitude. Customer states the minutes change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.